Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported thrombus could not be conclusively determined through this investigation. No complications have been noted at this time and no treatment has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) . The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon did not clip the left atrial appendage, in spite of a thrombus having developed in the appendage. The surgeon left the thrombus as he did not want to stop or cross-clamp the patient's heart. It was additionally reported on (B)(6) 2021 that the thrombus in the left atrial appendage was pre-existing at the time the device was implanted. No complications were reported to have arisen due to the thrombus. The patient had no clinical issues. Arrhythmias prior to lvad implant were noted.